Event description:
It was reported that there was the inability to access the pump while palpating the pump and it was very loose in the pocket. Imaging was performed which confirmed the pump was flipped. The patient was reported as ¿fine¿ with no symptoms and there was enough drug in the pump to last a few days. It was not known what medication the device system delivered. It was further provided that the health care providers believed the pump migrated as the patient recently lost a lot of weight. An x-ray had confirmed the flip. The pump was then surgically flipped on (B)(6) 2014 and the patient was now receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).